Manufacturer narrative:
During the stent-assisted coiling procedure, the enterprise system ((B)(4)) prematurely deployed in the hub. When attempting to position the enterprise system ((B)(4)) and prowler select plus 150/5 microcatheter ((B)(4)) more distally, there was resistance with attempt to advance. It was indicated that there was no potential adverse event associated with the event. The microcatheter was not kept at the target site. There was no difficulty advancing the guidewire to the target site. A constant flush was maintained at all times through all the systems. There is no further information regarding the reported event or procedure. The devices are not available for analysis; they were discarded. Lake region medical reviewed the device history records (DHR) relative to the manufacturing, inspecting and packaging of lot 01421193. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the limited available procedural information and without the return of the device for evaluation, no conclusion can be made regarding the reported event. With review of the DHR there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the stent-assisted coiling procedure, the enterprise system ((B)(4)) prematurely deployed in the hub. When attempting to position the enterprise system ((B)(4)) and prowler select plus 150/5 microcatheter ((B)(4)) more distally, there was resistance with attempt to advance. It was indicated that there was no potential adverse event associated with the event. The microcatheter was not kept at the target site. There was no difficulty advancing the guidewire to the target site. A constant flush was maintained at all times through all the systems. There is no further information regarding the reported event or procedure. Lake region medical reviewed the device history records (DHR) relative to the manufacturing, inspecting and packaging of lot 01421193. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise vrd delivery wire was received coiled inside a plastic bag. The enterprise stent was not received for analysis. The delivery wire was received inserted in a prowler select microcatheter. No anomalies were observed in the received delivery wire. The introducer tube was not received. Functional testing with the delivery wire was performed and the delivery wire was able to go through the microcatheter (without the stent). Functional test for stent could not be performed as the stent was not received. With functional testing, inability to advance a lab sample enterprise through the microcatheter was due to compressions at the distal end of the returned microcatheter. The cause of these compressions cannot be definitively determined. However, there is no indication of any relationship to the manufacturing process. Procedurally prior to introduction of the enterprise, the microcatheter would have been advanced over a guidewire to the target position. This would indicate that the compressed condition of the microcatheter likely occurred either during procedural use or during post procedural handling. Based on the limited available procedural information and the condition of the returned devices, no definitive conclusion can be made. Procedural factors may have contributed to the event; however, no conclusion can be made. With review of the device history records and analysis of the involved devices, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070.additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data: please note that the products were returned and the following changes were made: during the stent-assisted coiling procedure, the enterprise system ((B)(4)) prematurely deployed in the hub, and the enterprise system ((B)(4)) and the select plus 150/5 cm microcatheter ((B)(4)) wouldn't reach to make position at the desired place while the guiding wire would. The physician tried to place them more distally but they won't advance. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421193. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 and 1058196-2011-00070. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non sterile enterprise vrd and delivery wire was received coiled inside a plastic bag. The enterprise stent was not received for analysis. The delivery wire was received inserted in a prowler select microcatheter. No anomalies were observed in the received delivery wire. The introducer tube was not received. Functional test was performed, and the delivery wire was able to go through the microcatheter (without the stent). Functional test for stent could not be performed as the stent was not received. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428088. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure as "delivery wire/impeded-in microcatheter" reported by the customer was not confirmed, since during functional analysis the delivery wire system was able to go through the received microcatheter without any problem. The exact cause of the reported issue by customer could not be conclusively determined. However, neither the DHR review results nor the product analysis suggests that this kind of issues are related to the manufacturing process. No corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070. Additional information will be submitted within 30 days upon receipt.

Event description:
During the stent-assisted coiling procedure, one enterprise slipped out of the catheter and the second enterprise and prowler didn`t flow through the artery to reach the aneurysm.